Event description:
It was reported that upon interrogation the atrial lead threshold had increased from 0.75 v to 1.5 v and the p-waves went from 4.5 mv to 0.8 mv. The patient was set to vvi from ddd.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.